Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the patient has not felt stimulation from the implant for a couple of months. The patient reports that she has the device for both bladder and bowel control, and she has been having problems with the implant not regulating the bowels for at least a couple of weeks. Patient states her reason for calling is to get help with changing the settings on her implant. Patient last made adjustments a couple of months ago but has forgotten how to use the programmer. Troubleshooting showed stim was on, patient noted her stimulation was set at 0.0 v, on program 2. Patient wants to try program 4 and was able to successfully switch programs and felt stimulation in the correct bike seat area comfortably at 0.6 v. Patient indicated that usually when she increases the stimulation, within the hour, she looses the feeling of stimulation. Patient services reviewed expectations with feeling stimulation, the therapy, programs, and considerations with changing the settings. Patient successfully synced to program 4, and increased stimulation to 0.7v, stated she felt the stimulation on the left side (in her pelvic floor area), then decreased to 0.6v and confirmed that stimulation was comfortable. Patient services sent out a quick guide for using the programmer, and patient planned to monitor her symptoms and follow up with hpc if necessary. No further complications were reported or are anticipated.